Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing the transection of the right upper lobe during a laparoscopic video assisted thoracoscopic wedge resection procedure, the surgeon was able to press the green button but was unable to squeeze the handle and the device did not fire. It was also reported that the surgeon approximated the tissue using a black reload. The tissue was very difficult to compress within the jaws of the reload, though the tissue did not appear to be any thicker than those the surgeon have successfully fired in the past. After compressing the tissue, the surgeon entered firing mode where the stapler seemed to "blow a piston" in the reload but the reload was not fired. The stapler was reloaded with another black reload, approximated the tissue, but upon trying to fire, the tissue was pushed/pressed out of the reload. A new stapler and reload were opened and used to transect/resect the tissue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first reload had a full complement of staples. The reload was loaded into a pmv instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. The second and third reloads were received fully fired. Each reload was loaded into a pmv instrument for functional testing. The interlocks were overridden and each reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.